Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt has stimulation but is unable to locate the ipg. A replacement charging system has been sent to the pt. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.